Manufacturer narrative:
The product was requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
Investigation was performed on returned meter serial number (B)(4) and controlled test strips lot number 45730. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification and the standard deviation was within specification. No errors were observed during control solution testing. The reading the customer reported was found in the meter memory. This is a final report.

Event description:
A customer reported she received a reading of 290 mg/dl on her precision xtra blood glucose meter, took subsequently her proper dose of insulin, and then experienced weakness and loss of consciousness. No third-party medical intervention was required and no medications were reportedly taken to counteract the event. The customer reported she drank a soft drink and applied peanut butter to the tongue to alleviate her symptoms. There was no report of death or permanent impairment associated with this event.